Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery rapidly depleted and shut off unexpectedly. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer had an alternate method of insulin delivery available.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally, based on the analysis, the unexpected shutdown could not be verified.